Manufacturer narrative:
Upon analysis only the connector end of the lead was received. Visual inspection of the lead revealed external insulation abrasions breaching the right ventricular (rv) cable lumen in three locations consistent with friction to the device can. In one location the cable coating of both rv cables were abraded as well as both rv cables being separated/broken. In the other two locations an abrasion was noted to the cable coating of one rv cable and in the other location the inner lumen was abraded with no damage to the liner. The separated/broken rv cables in the abrasion zone likely caused the complaint of high defibrillation impedance reported from the field. Abrasions were noted in two locations both consistent with friction to the device can with no damage noted to the insulation beneath. Electrical testing revealed no indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated high voltage lead impedance was observed on the right ventricular (rv) lead. Damage to the distal portion of the rv lead was confirmed during the explant procedure. The distal portion of the rv lead was explanted and replaced and the patient was stable.